Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump was out of tolerance and failed rate calibration during routine annual pm testing. There was no malfunction of this device during patient use prior to pm.

Event description:
It was reported that the pump was out of tolerance and failed rate calibration during routine annual pm testing. There was no malfunction of this device during patient use prior to pm.

Manufacturer narrative:
Additional information: d9, d10/d11: concomitant medical products. The customer¿s complaint of the pump out of tolerance and failed rate calibration was confirmed and replicated through functional testing. Inspection: no instrument seal was observed on device. Dull iui connector pins were observed on device. A non-bd latch/sear assembly was observed on the pump module. Friction wear was observed on upper bezel assembly shoulder from upper bearing on misaligned camshaft. No plastic push rivet fasteners were observed on the logic and motor control boards. All other possible replacement parts were observed to be bd parts. Test results: functional testing performed found the pump module to be delivering fluid outside of specification and failing rate calibration. Disassembly of the device found wear on the upper bezel shoulder due to mechanical interference / misalignment between the camshaft upper bearings and the bezel assembly. The pump module was reassembled, and rate accuracy found the device continuing to deliver fluid out of specification. It is recommended for recalibration. The misalignment of the camshaft assembly can create an out of specification that results in a negative rate accuracy during calibration attempts. Calibration can temporarily fix the low rate accuracy, however over time the wear increases until calibration can no longer resolve the rate inaccuracy. Root cause: the probable cause of the customer¿s experience that the pump was out of tolerance and failing rate calibration was identified as mechanical interference between the camshaft bearings and the bezel causing a shift in the camshaft alignment. Device history review: a review of the device history record showed the device had a manufacture date of 09/26/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for serial number 13739596 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the pump was out of tolerance and failed rate calibration. Although requested, further information was not provided.